Event description:
It was reported that during a da vinci-assisted varicocelectomy surgical procedure, the clip was stuck in the medium-large clip applier instrument and was unable to release while on the tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated and confirmed the customer-reported complaint. There was a 0.017" offset at the tips of the instrument. The instrument was found to have one bent grip, causing misalignment of the grips. The grips do not show cracking damage, and components adjacent to this bent grip do not show damage. The instrument was found to have one bent grip, causing misalignment of the grips. Additional observations include the instrument failing the clip test due to misapplication of the clip. The instrument passes engagement and is able to retain the clip through engagement but cannot apply the clip.